Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - lv lead impedance alert was received by hm. The patient visited the hospital on (B)(6), and when checked, lv 2 was completely broken and lv3 and lv4 were intermittently broken. Lv 1 was unusable due to pns.